Manufacturer narrative:
Sections with additional information as of 26-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: control solution, meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting endocrinologist to obtain new meter due to control test result being out of the control range. Control solution, meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for control test result out of control range. The customer feels well and did not report any symptoms. Customer stated that she had performed a control test using the level 2 control solution and had obtained a result of 39 mg/dl. Customer stated she had been unable to locate the acceptable control test ranges. Customer stated she had believed the result obtained to be too low and so she had discarded the products. Product information for the control solution was not provided. Customer stated that she had contacted her endocrinologist to obtain a new meter. Customer had been sent a different brand meter and will no longer be using the true metrix products.